Manufacturer narrative:
The complainant contacted steris to try to obtain the sds for the revital-ox resert hld. The complainant stated an employee was soaking instruments with revital-ox resert hld and did not place the cap back on the bottle. He employee stated that she felt tightness in the chest and sought medical treatment, however no treatment was administered. The employee has since returned to work. A steris product manager provided the sds to the complainant for reference. Steris quality personnel contacted the complainant for additional information regarding the reported event. The complainant stated that no further assistance was required regarding the reported event and declined to offer additional information. The revital-ox resert hld sds states "first-aid measures after inhalation: remove victim to fresh air and keep at rest in a position comfortable for breathing. If not breathing, give artificial respiration. Seek medical attention immediately." The sds also states "storage conditions: keep only in the original container. Keep container closed when not in use." No additional issues have been reported.

Event description:
The complainant contacted steris and stated an employee was having difficulty breathing after leaving a bottle of revital-ox resert hld open when not in use. No procedures were affected as a result.